Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), at the implant of a 29 mm sapien 3 valve in aortic position by transfemoral approach approach, it was noticed that the flex catheter did not respond, doctors tried to push the catheter and were not able to curve it enough to go through the native annulus. During implantation of the valve, the delivery system did not inflate and an attempt of adding more volume to the balloon was performed, however, the balloon did not inflate. Therefore, the valve and the delivery system were taken out and exchanged for another second valve and delivery system. The valve was successfully deployed. As per medical opinion, the native valve was heavily calcified. There was no injury during the procedure. The patient is doing well.

Event description:
The device was received for evaluation. Visual inspection of the device determined that there was no balloon leak or tear. In addition, confirmation from the field was obtained stating that there was no balloon leak or tear.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the device determined that there was no balloon leak or tear. In addition, confirmation from the field was obtained stating that there was no balloon leak or tear. This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2018-04414. Additional information obtained through the device return and confirmation from the field determined that there was no a balloon leak or tear.  Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.